Manufacturer narrative:
Information contained in this report was previously submitted through [asr/psr/410psr] on 25-apr-2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified: device is seen intact and biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breast implant follow-up study (bifs) patient (B)(6) reported having experienced "a lump or thickening in or near the breast or in the underarm area¿.

Event description:
Patient reported "a lump or thickening in or near the breast or in the underarm area." Device has been explanted. This record is for the right side.